Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the triggers were binding and sticking, it was difficult to attach/insert attachment/gage. It was further determined that an unknown residue found was on the internal components, the coupling head was worn and the coupling levers corroded, and there was an unknown substance on the trigger assemblies. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device had trouble accepting attachments. During in-house evaluation it was found that the triggers were binding/sticking, it was difficult to attach/insert attachment/gage, there was an unknown residue was found on the internal components, the coupling head was worn, the coupling levers were corroded, and there an unknown substance on the trigger assemblies. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.